Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported she experienced discomfort at the ipg site. Reportedly, the patient was referred to a neurosurgeon as the next course of action.

Event description:
Follow-up identified surgery took place on (B)(6) 2017 wherein the ipg was explanted.